Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm, button error and motor error from the insulin pump. The customer's blood glucose reading was 169 mg/dl. The customer stated that she went tubing and the pump submerged in water. The customer stated that there is water under the display. The customers stated that motor error occurred during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer was unable to describe any damage. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.